Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed that non-original equipment manufacturer tamper seals were on the device. It was also observed that the right plunger case was cracked and the top case was non-original equipment manufacturer. Functional testing involved syringe infusion testing and it was found that the syringe was running a little loud. The investigation determined that normal wear of the was the cause of the reported issue. The worm coupling, worm gear, lead screw and both clutch halves were replaced. Per service history review this device has not been in for service previously. With no indication of a manufacturing defect found during evaluation, no device history review was performed., corrected data: d4: brand name.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service a motor noise occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.